Event description:
It was reported that; aviator plate was removed due to broken locking mechanism.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, labelling review, risk assessment. The reported event was confirmed via communication with the sales representative. The reported event of a securing mechanism fracture was confirmed via visual inspection. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Per further correspondence, it was reported that the patient had fused. Because the patient fused, the device performed as it was intended per the surgical technique "stryker spine devices are indicated for treatment of fracture or stabilization of a surgical site during the normal bone consolidation process. After this period, the presence of the device is no longer strictly required and its removal can be planned". The likely cause of the reported event was determined to be normal wear.

Event description:
It was reported that; aviator plate was removed due to broken locking mechanism.